Manufacturer narrative:
Investigation: product will not be returned, lot number unknown, so a DHR investigation cannot be completed. Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per (B)(4).

Event description:
In this event it is reported that calibra ceram med refill possibly caused a patient to have a reaction. The symptoms occurred after treatment were redness, swelling of the papillae and heavy bleeding. Reportedly not injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.